Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The lead returned was severed. The distal portion of the lead including the shocking coils and tip were not received. The rs- conductor coil was extremely stretched, one end has been cut, the other end was pulled to the point of fracture. There was a portion of an extracting stylet returned stuck in this segment of lead. Moreover, multiple set screw marks were noted on the terminals, thus, unable to tell exactly how many due to lead caps on the end of the terminals, and blood/body fluid. The insulation molding was torn around the circumference at the distal end of the terminal assembly. Laboratory analysis confirmed allegation.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned because of physical damage to its insulation during an implant procedure. Additional information obtained from the field which indicated that this lead was explanted due to infection. No adverse patient effects reported.